Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt and check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The root cause for the failure was the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled out of the strain relief, pulling apart rear pulse wires.  The root cause for the strained cable was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt and check therapy electrode messages.